Event description:
It was reported that this system exhibited noise with intermittent oversensing on the right ventricular channel. No pacing inhibition occurred as the patient's intrinsic rhythm marched through the events. A boston scientific technical services consultant documented and discussed the clinical observations and recommended further troubleshooting. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).